Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug at an unknown dose and concentration via an implantable pump. The indications for use were for non-malignant pain and other chronic/intract pain (trunk/limbs). The patient was in for a routine refill on wednesday (B)(6) 2017 and on thursday [(B)(6) 2017 , the pump had a low battery reset and safe state. The alarm would repeat every couple of minutes. It was noted the pump would be replaced (B)(6). No patient symptoms were reported. On 2017-07-06 additional information received reported that the patient¿s pump was replaced yesterday (B)(6) 2017 and per the reporter believed it was in ¿safe state¿. It did not recover from the reset issue. As for the patient¿s weight this reporter didn¿t have it but suspected the patient (B)(6). No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump on (B)(6) 2017 revealed high battery resistance. As per the pump¿s log, the following medications were being administered as of (B)(6) 2017: fentanyl with concentration 1,000.0 mcg/ml at a dose rate of 6.2 mcg/day, bupivacaine with concentration 20.0 mg/ml at a dose rate of 0.125 mg/day, and clonidine with concentration 125.0 mcg/ml at a dose rate of 0.78 mcg/day. If information is provided in the future, a supplemental report will be issued.